Event description:
It was reported that the end-user experienced a burning sensation and blurred vision in the left eye after using the oxysept comfort solution with their contact lenses despite following the required neutralization period. The customer, who is experienced with this product and has not had prior issues, visited an optician and was advised to use ointment, treatment still ongoing. The customer suspects the neutralizing tablets may be at fault as the solution turned pink immediately after adding the tablet, which they noted typically occurs later. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes device evaluation: the product was not returned for evaluation. Photographs provided by the customer showed that the labelling batch of the product is zp08558, and the tablets lot/exp are 1105 and 2026/01. A chemical test was conducted on the retained sample, as bottle solution was not returned. One (1) bottle of retained sample of its filling lot zp08304 was tested for appearance, ph, tablet neutralization and dissolution, and hydrogen peroxide assay. The test result for ph is 3.4 (specification: 3.0-4.0), the hydrogen peroxide assay was 3.1% w/v (specification: 2.7 - 3.3 % w/v). All test items meet product specifications, and no product deficiency or malfunction were observed. The reported event was not confirmed, and no escalation was required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.